Event description:
Information was received from the healthcare provider (hcp) regarding a patient who was receiving fentanyl (4732mcg/ml/ 20,00cg/ml) via an implantable pump. It was reported that the incision site looked infected. Removed the full system and replaced with new product. The patient¿s pump pocket was infected so a full system replacement was completed, and pump was placed on the opposite side. The whole system was explanted on (B)(6) 2022. The patient status at the time of this report was alive with no injury. The patient¿s medical history was asked but unknown. There was no environmental factor/patient factor. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.